Event description:
AED appears to have not recognized pt remaining in coarse v-fib after fire fighters delivered 1st shock, but instead went into monitoring mode advising "check breathing and pulse." Fire fighters then began CPR. Approx 1 min later they reassessed with AED. This time the unit performed as expected, ie, charging x3 allowing them to deliver 3 stacked defibrillations. (*)